Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This correction supplemental report was submitted based on a change to the remedial action field in report section h7 to align with the fact that this device is part of an advisory population. This correction supplemental report was submitted based on a change to the remedial action field in report section h7 to align with the fact that this device is part of an advisory population.

Event description:
It was reported that this patient presented to emergency room (ER) and a heathcare provider (hcp) contacted boston scientific technical services (ts) to confirm operation of their pacemaker device. No patient symptoms were reported. Ts review indicated the device appears to be functioning as programmed. Ts also noted a previously stored signal artifact monitor (sam) episode from greater than one year earlier with the device minute ventilation (mv) sensor being disabled as a result. The pacemaker device was subsequently explanted greater than one year later due to what was reported as normal battery depletion. No patient symptoms or adverse patient effects were reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This correction supplemental report was submitted based on a change to the remedial action field in report section h7 to align with the fact that this device is part of an advisory population.

Event description:
It was reported that this patient presented to emergency room (ER) and a healthcare provider (hcp) contacted boston scientific technical services (ts) to confirm operation of their pacemaker device. No patient symptoms were reported. Ts review indicated the device appears to be functioning as programmed. Ts also noted a previously stored signal artifact monitor (sam) episode from greater than one year earlier with the device minute ventilation (mv) sensor being disabled as a result. The pacemaker device was subsequently explanted greater than one year later due to what was reported as normal battery depletion. No patient symptoms or adverse patient effects were reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient presented to emergency room (ER) and a heathcare provider (hcp) contacted boston scientific technical services (ts) to confirm operation of their pacemaker device. No patient symptoms were reported. Ts review indicated the device appears to be functioning as programmed. Ts also noted a previously stored signal artifact monitor (sam) episode from greater than one year earlier with the device minute ventilation (mv) sensor being disabled as a result. The pacemaker device was subsequently explanted greater than one year later due to what was reported as normal battery depletion. No patient symptoms or adverse patient effects were reported. The device was returned to boston scientific for analysis.